Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.

Event description:
Customer reported set was being used to infuse tpn at 40 ml/hour. Nurse noted a large puddle of liquid under IV pump. Rn paused the running fluids. Found that the tpn tubing has a hole in it below upper port pump chamber. No patient harm occurred and no medical intervention was required. No additional information was provided.